Manufacturer narrative:
H3/h6: the system was serviced in the field and the standalone board was replaced. The system passed all tests and was performing as intended. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. The reported complaint was confirmed. Visual inspection showed component mov1 was electrically overstressed. It was unable to be bench tested due to the over stressed components. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000447, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used in a cervical spine procedure. It was reported that during surgery p reparation, the generator could not be set to ready even after starting up the imaging acquisition system (ias) and mobile viewing station (mvs) at the time of imaging activation. A phenomenon occurred in which the activation was not completed when the mvs was also connected to ready. It was restarted several times, but it did not resolve. The imaging system usage was discontinued, and the operation continued with the c-arm. No health damage. No delay in the surgical procedure.